Event description:
A talent stent graft system was inserted into a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm approximately two years ago. Vessel morphology at implant described as: aortic neck diameter was 24mm; neck length was 35mm. Aneurysm length was 97mm. Left iliac diameter was 16mm with moderate tortuosity and right iliac was 11mm with mild tortuosity. Access vessels diameter was 9mm. It was reported that during the one month follow-up a type ii endoleak was noted from the lumbar branch. The aneurysm diameter was 51mm and length 85mm. At the six month follow-up the type ii endoleak was still present and the aneurysm diameter measured 45mm, length was 76mm. At the one year follow-up the aneurysm diameter was 36mm and length of 70mm and the type ii leak was still present. At the two year follow-up CT scan the aneurysm diameter was 45mm and length 70mm. During this scan, an evidence of stent graft kinking was observed. A CT and x-ray showed minimal kinking of the lateral and proximal aspect of the right common iliac component. There was a type ii endoleak evident. Both limbs of the stent graft were patent. Aneurysm diameter was 43mm in the left-right dimension and 45mm ap dimension and 70mm in length. This was considered an improvement in size compared to two years ago. No clinical sequelae were reported, and the patient is fine. A review of several returned x-rays; show that there is some minor stent graft angulation at the origin of the ipsilateral limb, just below the flow divider. No other device issues were observed. The cause could not be determined.

Manufacturer narrative:
Method: film evaluation. Results: inherent risk of procedure (kink), patient's condition affected effectiveness of device (anatomy related; type 2 endoleak), cause of event is unknown). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type 2 endoleak), (cause of event is unknown).